Event description:
A pantera leo coronary balloon catheter was selected for treatment. Difficulties were experienced in withdrawing the pantera leo over a guide wire. Both devices had to be removed together.

Manufacturer narrative:
The returned instrument was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The instrument was returned with the guidewire still inserted. About 181 mm of the guidewire protrude from the device tip. The guidewire is stuck and cannot be removed. Microscopic inspection revealed that the guidewire is damaged, starting about 42 mm proximal to its distal end. In the damaged zone the coil of the guidewire has unwound which causes a blockage of the guidewire inside the guidewire lumen of the instrument. Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. Based on the conducted investigations, no manufacturing or material related root cause could be determined. The root cause for the complaint event is most likely related to the damaged guidewire used in the intervention.